Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricular (rv) lead due to dislodgement of the rv lead. The dislodgement was suspected to be due to the anatomy of the patient. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.